Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 06/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a biopsy, the device allegedly failed to fire. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Event description:
It was reported that during a biopsy, the device allegedly failed to fire. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore needle was returned. Functional testing was performed. The device was able to prime, fire and obtain five samples successfully. However, during the sixth sampling sequence, the cannula fired when attempting to remove the sample from the sample notch. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was bent by the spring. Based on the findings, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to fire as a full functional evaluation could not be completed due to the identified self-activation. The bent bumper likely contributed to the incomplete cannula tang engagement and may have contributed to the reported and identified issues. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.